Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd:, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they had reset the controller, but the controller wasn't working or powering on. Agent had thept remove the battery pack from the controller and connect the controller to the ac power supply; pt said that the battery pack was really hard to remove from the controller; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Patient noted that they had the recharger replaced once before. Pt unlocked the controller and saw that the controller was at 80% and that the ins was in the red. Pt saw no apparent damage to the equipment. Pt said that they would usually charge the device before they went to bed, however they forgot to charge the device last night. Pt said that the controller shut off last night and pressing buttons on the controller did not resolve the issue as the controller remained unresponsive. Pt then said that they would charge the ins in the mornings, so agent understood that the pt had forgotten to charge the controller last night. Agent had the pt initiate an implantable neurostimulator (ins) recharging session. Pt saw that the ins was recharging. Pt then said that the controller had shut off twice before while they were recharging the ins. Pt said that the controller shut off again during the call while recharging the ins. Pt then said that there was a rattling noise coming from the controller. The issue was not resolved. A replacement controller, battery pack and recharger was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The programmer with model 97745 lot# serial# (B)(6) was received for product analysis.analysis found that the damaged front case. Screw holes stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.